Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("left coil was very deeply embedded in the wall of her uterus") and device expulsion ("left coil was very deeply embedded in the wall of her uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent hysterectomy) and surgery (underwent hysterectomy). Essure was removed. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: he had to cut her uterus open and dig it out. (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device embedded, device expulsion, pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil was very deeply embedded in the wall of her uterus") and device expulsion ("left coil was very deeply embedded in the wall of her uterus") in a female patient who had essure inserted. The patient's past medical history included parity 1. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent hysterectomy) and surgery (underwent hysterectomy). Essure was removed. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: he had to cut her uterus open and dig it out. Cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device embedded, device expulsion, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left coil was very deeply embedded in the wall of her uterus"), device expulsion ("left coil was very deeply embedded in the wall of her uterus") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 1. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent hysterectomy) and surgery (underwent hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: he had to cut her uterus open and dig it out. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device embedded, device expulsion, pelvic pain, pregnancy and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media case - new event "pregnancy and device ineffective' were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.